Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) received following additional information from site's nurse: the 8mm maryland bipolar forceps instrument was returned to isi for evaluation. There was no confirmation from customer if fragment(s) fell into the patient's anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There were post-operative test(s) conducted by the site to check for remaining fragments. Photographic images and video recordings of procedure were not available for isi review. Patient information was not provided.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.